Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
The user facility reported an internal blood leak. The machine alarmed and the dialysate fluid was noted to be a pinkish color. The blood flow rate was 500; dialysate flow rate was 800. Blood test strips were not used as the blood was visible. No adverse effects felt by the patient. The sample was discarded.